Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after 7 days use, the nurse found the "irrigation hose" had detached from the fecal management system and was lying next to the patient. The device was removed and replaced with a new device. The nurse further reported that the patient is a paraplegic and therefore not restless and the tubing had not been restricted or stuck. The device had been irrigated approximately 14 times since the device had been in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Third party reviewed the lot records for 14fm0004 and found no exceptional records. The retention samples were also examined and the appearance of the balloon, catheter body, and valve function were normal with no broken tube or separation at the joint noted. A tensile strength test in the reverse direction of six units across six lots, including one from lot # 14fm0004 was conducted for adhesion of the tube and 4-pc cannula set. The samples were tested one at a time with the tube on the up jig and the 4-pc cannula set on the down jig and pulled apart at 300 mm/minute until they separated and the results recorded. The tensile force for each was over 1.51 kg (minimum requirement is 1.02 kg) with the unit from lot 14fm0004 having 1.81 kg measured on the inflation port and 2.18 kg tensile force measured on the irrigation port. No previous investigations are available. After the detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).